Event description:
The hearing aid (h/a) pt noticed pain in her ear after she began using a lotion to treat dry skin in her ears. She went to her dr who advised her to stop using the lotion and prescribed medication for her infection. The pt has been wearing this aid since 1997. After the infection cleared up, the dr gave her a release to have a new hearing aid made.